Manufacturer narrative:
(B)(6). One 4.5 endoscopic cannulated drill bit was returned for evaluation. Visual assessment of the drill confirmed the reported complaint of breakage. Entire drill head has been broken from the shaft. Drill head was not returned for examination. Dimensional assessment of the shaft confirmed it met print specification. Without the return of the drill head a root cause cannot be determined. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
The distal tip broke when using the drill. No patient injury or other complications were reported.